Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
A male patient with a previous history of emphysema, acute pneumonia (2004), appendicitis (1958), and cerebral infarction (1994) was anatomically not contraindicated for aaa repair. Patient had minor calcification in the sealing areas of the common iliac arteries and spindle shaped sealing areas of the vessels. The procedure went as labeled in 2007. When the grey positioner was withdrawn from the main body introduction system after the top cap was docked with the introduction system, copious blood leakage occurred. Confirmatory angiogram verified a type I endoleak from sealing area of the right iliac leg. Although re-ballooning could not resolve the leak completely, the physician placed another MFR's stent with a positive outcome. Please refer to 1820334-2007-00543.